Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2009 during which the surgeon noted a reactive tissue mass in the region of the previous mesh. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2011 during which the surgeon noted the mesh had extensive scar tissue around it. It was reported that the patient experienced an unknown event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/02/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.